Manufacturer narrative:
(B)(4).

Event description:
A pump alarm was occurring due to zero ml reservoir volume reached and motor stall. The pt was given oral pain medication. The pump contained morphine 10mg/ml. There were confirmed motor stalls and recoveries noted in the event logs. Two motor stalls occurred (with recoveries the same day) on (B)(6) 2010 and (B)(6) 2011. The motor stall on (B)(6) 2011 occurred for about one hour, the pt did not have magnetic resonance imaging on that date. The pt had magnetic resonance imaging in the past but could not remember when due to memory loss issues. The expected residual volume was approximately 2 ml; the actual residual volume was approximately 18 ml. The pump was loose in the pocket. Surgery was planned to occur (B)(6) 2011 to revise the pump and check if the catheter was twisted due to the pump flipping back and forth in the pocket. Additional info has been requested, but was not available as of the date of this report.